Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. No damage on the serial number sticker or end cap address label noted. No dried insulin inside the reservoir compartment noted. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2019 with blood glucose of 900 mg/dl. The customer¿s current blood glucose value was 373 mg/dl. Customer did not provide details regarding symptoms of high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip and gave fluids. The insulin pump will be returned for analysis.